Manufacturer narrative:
Additional information was received indicated that no injury resulted. X-smart casing assembly, various mechanical problem, inside of the handpiece casing is broken. X-smart motor assembly, various mechanical problem, the inside screw of motor is broken, therefore the motor head is no longer fixed to the motor body. X-smart head cap, bad maintenance (user), there is some rust on the head cap. X-smart cartridge, various mechanical problem, rotation not fluid. Replaced 1 x x casing assembly h1004e2810010, 1 x x motor assembly h1004e2750210, 1 x x cartridge h1004c5210150 and 1 x x head cap h1004c5210500.

Manufacturer narrative:
There has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a x-smartcontra angle did not hold files. The event outcome is unknown as of this MDR evaluation.